Manufacturer narrative:
UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6)2012, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, imaging reportedly identified a suspected distal type I endoleak on the contralateral leg component. No aneurysm enlargement was reported. On (B)(6) 2017, the patient was implanted with two contralateral leg components extending distally from the patients initially implanted system to treat a distal type I endoleak. On the same day, prior to the two contralateral leg components being implanted, the patient¿s hypogastric artery was coil embolized. It was reported the patient¿s hypogastric artery was intentionally covered with the contralateral leg components. It was reported the aneurysm was excluded and the patient tolerated the procedure.

Event description:
On (B)(6) 2017, imaging reportedly identified a suspected distal type I endoleak on the contralateral leg component. No aneurysm enlargement was reported.